Event description:
It was reported to philips the unit had an error message, check vent: blower stalled alarm. The device did have patient involvement at the time the issue was discovered, unit removed from patient without incident however, there was no patient or user harm reported. The customer states the unit alarmed blower stalled message on screen while in use with audible alarm. There was no patient harm, and the unit was removed from patient without incident. In the biomed shop complaint has been duplicated. Philips remote service engineer advised the customer to check event log for error code 1134 and replace blower assembly to correct issue. Philips remote service engineer provided nurse call cable part number. Customer is taking responsibility to correct/repair device. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the blower assembly to resolve the issue. Following the repair, the device was placed back into service.